Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot/serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter, ubd: 24-feb-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (15 mg/ml at 1 mg/day) and bupivacaine (15 mg/ml at 1 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome, spinal pain, and non-malignant pain. It was reported that the patient was complaining of fluid in her pump pocket and headaches upon standing. Pump pocket exploration was performed on (B)(6) 2018. It was noted that the case was delayed due to the availability of the or (operating room). During the procedure, the tubing was found to be kinked right above the connection site and there was a hole at the kink site. The damaged part of the catheter was removed and the remaining existing catheter was revised using an intrathecal catheter proximal revision kit. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. There were no known environmental, external, or patient factors that may have led or contributed to the issue. It was indicated that the healthcare professional would have no further information regarding the event. No further complications were reported/anticipated.